Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer believed that the insulin gauge was decreasing faster than expected. During the most recent load process, it was confirmed that the customer received an accurate fill estimate. Although requested, the customer declined for tandem technical support to review the pump data logs. There was no impact to the customer's blood glucose level.